Event description:
Information was received from a consumer, healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving "800.0 kunits/ml" morphine at "59.93 kunits/day" via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was feeling more pain on (B)(6) 2016 and the critical alarm was being heard. It was noted that the patient was seeing 8474 (pump reset) and 8478 (safe rate in use) codes on the personal therapy manager (ptm). The patient had an appointment at 2:15 on (B)(6) 2016 to check the pump. The hcp read the logs and noticed both a reset due to low battery and a motor stall log. It was also noted that the patient complained about vibrations occurring on the opposite side of his body from where the pump was located. It was thought the patient may also be undergoing treatment for cancer, but it was not confirmed. It was later reported that the battery most likely terminated before eri, however this was not confirmed as the cause. The patient's pump was placed on minimal release rate and the patient was given oral medication. The issue had not been resolved as the patient was unable to undergo surgery for replacement due to his unstoppable coumadin regimen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.